Event description:
It was reported that during the implant procedure the r-wave measurement decreased. Further information was requested but not received. The status of the lead is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.